Event description:
It was reported that the pt underwent an uneventful coronary artery bypass times four in 1996 and was discharged in stable condition 5 days later. The pt was readmitted ten days later with purulent sternal wound drainage. They had been admitted ten days earlier with suspected pneumonia, treated with antibiotics and discharged one day ago. The home health nurse had noted the wound drainage and sent pt back in. Pt underwent exploration and debridement of their infected sternum 2 days later. The following day they underwent exploration, debridement, decortication, drainage of pleural effusion and insertion of irrigation tube. They underwent exploration, further debridement, decortication of their left lung 2 days later and tissue/bone debridement and bilateral muscle flap repair 6 days later. They were discharged to home care 7 days later with a diagnosis of sternal wound infection, mediastinal and pleural sepsis.